Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). Reportedly, the customer was bike riding and did not disconnect from the pump. Sugar and carbohydrates was consumed. Recommendation was made to consult with healthcare provider regarding diabetes management.